Event description:
It was reported that this pacemaker exhibited farfield oversensing of the ventricular signals on the atrial channel. Additionally, it was noted that the patient fell. Technical services (ts) advised reprogramming options and following actions, such as an x-ray. The device remains in use. No adverse patient effects were reported.